Event description:
It was reported that during a low anterior resection procedure, gun cut but only partially stapled. Procedure was completed with the same like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: who fired the device, the surgeon or someone else? The surgeon - mr (B)(6). Was the sales present as the incident occurred? No. Was the user trained? Yes. How often has this person used the device? Regularly. On which firing(s) did this event occur (1st, 2nd, 3rd, etc)? First. If not the first firing, were there any problems reloading the device? N/a. After the closure trigger was advanced, did the surgeon reposition the tissue? No. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? Yes. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? It's difficult to say as this was used in a lar so visibility would have been very limited. What was the patient's pre-op diagnosis? Rectal cancer. Please provide the patient's sex, age and weight. Not happy to give that information. What is the current status of the patient? Discharged.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.